Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: colombia. It was reportd that when using the needle it detached from the thread.

Event description:
Procedure: appendectomy.

Manufacturer narrative:
Samples received: 1 open unit. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 12,312 units of this code-batch. There are no units in our stock. We have only received the support cardboard with a detached needle (the thread is missing). However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.